Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The study concluded percutaneous balloon-expandable stent graft placement in uaf is a safe and effective treatment option.

Event description:
Received an article titled balloon-expandable stent graft for treating uretero-iliac artery fistula. Cardiovascular and interventional radiology. The article evaluated the safety, efficacy and outcome of percutaneous balloon-expandable covered stent graft placement for uretero-iliac artery fistula treatment. Per the article adverse events included: bleeding (hematuria).